Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a knife trapped in track and was unable to retract. It was reported that the device broke during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device jaw broke. No piece has been completely disengaged and nothing fall into the patient's cavity. A new ligasure device was opened and case was completed. The medtrinic initial investigation found the knife was trapped and exposed on the side of the jaws. The jaws would not open or close due to the trapped knife. There was no patient injury.